Event description:
It was reported by the rep that the (3) mcl20 were used during an abdominal-perineal resection procedure. It was reported that the device would not fire properly, the firing mechanism was skipping and not feeding normally. Then scrub nurse had to bang device or work with it to feed at all. Went through three (3) devices before switching to another box. The case was completed with device from the different box. There was no consequence to the pt.